Event description:
It was reported that the patient experienced a loss of therapeutic effect. Therapy was diminished, but not completely lost. Impedance measurements showed electrode #3 was open. The patient was programmed with the #1 and #2 electrodes. Additional information received reported that the patient got a lot better after additional programming. See MFR. Rep. # 3004209178-2011-09039.

Manufacturer narrative:
Neurostimulator model 7426, serial# (B)(4), implanted: 2008-(B)(6), explanted: unknown, lead model 3389-40, lot# j0333768v, implanted: 2003-(B)(6), explanted: unknown, lead model 3389-40, lot# j0333768v, implanted: 2003-(B)(6), explanted: unknown, extension model 748240, serial# (B)(4), implanted: 2003-(B)(6), explanted: unknown, extension model 748240, serial# (B)(4), implanted: 2003-(B)(6), explanted: unknown, programmer model 7438, serial# (B)(4).